Event description:
Rn inserted PICC line for home IV antibiotic use. Pt returned to ed for nafcillin IV. Md discovered catheter had disconnected from metal hub. Fluoroscopy was employed and it was found that catheter had embolized completely into the right ventricle and pulmonary artery. Pt required admission and subsequent transfer to another facility for removal. PICC catheter removed intact at other facility. (Percutaneous transcatheter catheter removal).